Event description:
It was reported that in the middle of the procedure the laser shut off. It was rebooted a couple times; the screen froze up and would not work. It was unable to complete the procedure. The patient was under general anesthesia, there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
There was no device available for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was found that the issue was the breaker. After the field service engineer reset the breaker, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that in the middle of the procedure the laser shut off. It was rebooted a couple times; the screen froze up and would not work. It was unable to complete the procedure. The patient was under general anesthesia, there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.